Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert regarding the right ventricular lead impedance being high. The patient presented to the emergency room and the physician decided to perform lead replacement. The lead was explanted and replaced. The patient had no adverse event due to the issue and was stable after the procedure.

Event description:
New information stated that break on the lead was noted.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical tests confirmed that lead impedance was normal. The reported event of lead break was confirmed. Visual examination found insulation breach consistent with procedural damage. No anomalies were found.